Event description:
It was reported that during an implant operation, the right ventricular (rv) lead exhibited poor sensing, which persisted event after multiple attempts to reposition the rv lead. The rv lead was removed and replaced with a different rv lead to successfully complete the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of sensing problem was not confirmed. As received, a complete lead was returned in one-piece. Visual and x-ray examination did not find any anomalies with the exception of procedural damge. Electrical testing did not find any indication of conductor fractures or internal shorts.